Event description:
I had the essure permanent birth control procedure done several years ago, and I have had complications since then including; endometriosis, fibroids, pelvic pain, lower back pain, nausea, hair loss and irregular bleeding.